Event description:
Customer reported a failure of failed accuracy test. Customer reported there were no pt injuries associated with this report and there have been no incident reports filed since the last baxter service event. Customer stated incident occurred during biomed testing. Although baxter requested, no additional info was provided regarding pt demographics, medication involved, or device programming info. No additional contact info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. Should the pump be received for eval, a f/u report will be filed upon completion of the eval or if additional info becomes available. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigation under CAPA (B)(4).